Manufacturer narrative:
Site operating room (or) coordinating nurse,(B)(6) declined to provide patient date of birth. On 10/05/2016 a medtronic representative, following-up at the site, reported the procedure was a t10-l2, the reference frame was attached to l2. The surgeon was involved in picking points for the third attempt at 3.5, however, they were still inaccurate when they moved forward to navigate. On 10/19/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a t10-l2 spine procedure, the site alleged a failed spine pointmerge registration. The site attempted registration three times and could not get the error low enough to pass. The surgeon opted to abandon the use of the navigation system. A c-arm was used to continue the procedure to completion. Delay in therapy was 20 minutes. There was no impact on patient outcome.